Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the large suturecut needle driver instrument did not spin well. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.